Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis (dka). Cause was not known. Customer declined further troubleshooting, therefore no additional information was provided.